Event description:
A home patient contacted baxter's product surveillance department to report 3 incidents of solution leaking out of the patient line connector of the homechoice set during the prime cycle in anticipation of their automated peritoneal dialysis therapy. No solution bags were stacked, and the patient line connector was level with the heater bag. The home patient stressed that there did not appear to be a leak in the tubing and that the solution was exiting out of the patient connector. The affected homechoice sets were not used. No patient injury or medical intervention was associated with this incident, per the home patient.